Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: (B)(4)-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Note: after several attempts manufacturer contacted customer on 2/13/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for low and high blood glucose test results. The customer is concerned with tests results from low results obtained of 50, 51, 63 and 79 mg/dl fasting; customer is also concerned with high results obtained of 190 and 197 mg/dl fasting. The customer's expected fasting blood glucose test result range is 85 - 120 mg/dl. At the time of the call the customer felt well and did not report any symptoms. Customer stated when he obtained the result of 51 mg/dl on morning of call he was having symptoms of thrashing, confusion and sweatiness. Customer stated he contacted his doctor and scheduled an appointment for (B)(6) 2018 regarding these symptoms. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the pantry. The test strip lot manufacturer's expiration date is (B)(6) 2019 and open vial date is (B)(6) 2018. The customer declined to review the meter memory for previous test result history and declined to answer any further questions.